Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the device was connected to the bipolar cord and no electric current was generated in order to do the cauterization. The hospital replaced the device with a new one and completed the procedure. The hospital did not report any patient complications.

Manufacturer narrative:
Investigation results: maquet received the device on 11/09/2009. The visual inspection revealed that the harvesting cannula was in a complete assembly. Maquet is performing a more detailed investigation. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).